Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device declared end of life due to extended charge time. The device as explanted and replaced. No adverse patient effects were reported.